Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported approximately 42 months post stent graft implantation, the patient was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated 4cm distally with a proximal type I endoleak. The cause of the migration was due to distal fixation. The physician implanted two aneurx aortic cuffs. The patient was reported to have developed a fever post op and remains in the hospital; the physician is following her closely. No additional clinical sequelae have been reported.

Manufacturer narrative:
.